Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was involve in an incident. There was no harm associated with this event. The customer is requesting a review of the event trace log to view which alarms occurred. Vyaire medical has reached out to the customer for further details on the incident and have not received a response.

Manufacturer narrative:
Results of investigation: vyaire medical downloaded the event trace log and tested the unit. The unit was powered on while docked onto a known good ptdc with a known good o2 supply source, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 50.3 hours of extended bench testing, passed the initial final test, and the initial alarm volume test with no abnormalities or alarm conditions. Event trace log: a review of the event trace log revealed the presence of 4 complete "power on / power off' between the date of (B)(6) 2018 - (B)(6) 2018 in which there were several presence of "low ve alarm, high breath rate alarm, patient circuit fault alarm, low peep alarm, low ppeak alarm, high ppeak alarm, loss of o2 alarm, high peep alarm" condition. These alarms are normal ventilator operations, the ventilator functioned as intended.